Manufacturer narrative:
Per tandem user guide: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was paired to the dexcom receiver. The customer disconnected the transmitter from the dexcom receiver, and the pump and transmitter regained connection. No additional patient information was available.